Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of a homechoice automated pd set with cassette. The pm was further described as, ¿a black spot was found inside the cassette tube¿. This was observed after opening the individual packaging prior to peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with opened pouch. During visual inspection, 0.02 sq mm embedded particulate matter (pm) was observed in one of the samples, which is smaller than the 0.6 sq mm specifications for the cassette. Embedded pm is not in the fluid path. Functional testing, including underwater pressure testing, were performed and the device functioned according to specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.